Event description:
According to the attached journal article, a (B) (6) woman (B) (6) underwent sleeve gastrectomy, using peri-strips dry. On postoperative day 2, she presented with intra-abdominal hemorrhage and was taken to the operating room. During open exploration, a small split at the staple line was found associated with misplacement of the peri-strips. A stitch reportedly corrected the problem with reinforcement by omentum. A drain was placed and subsequently removed within a week. A stricture developed at the level of the leak which required revision surgery 4 weeks later. No further info is known.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. Journal article: chen, b et al. Reinforcement does not necessarily reduce the rate of staple line leaks after sleeve gastrectomy. Obes surg. 2009;19(2): 166-172.